Event description:
Primary surgery: (B)(6) 2015, patient primary diagnosis was degenerative disc disease at l5/s1. Patient experienced progressive anterior migration leading to spondylolisthesis with pedicle fractures; complete fracture on the right, incomplete fracture on the left. Revision surgery completed (B)(6) 2016. Upon removal of the inlay(sw965), inferior (sw970k)and superior (sw971k) spikes, the surgical site was noted to contain no lysis, and good quality. All components were removed using curettes and cobb elevator. There were no complications during removal noted. The revision treatment included fusion. It was also advised that the surgeon does not suspect a product problem; it is his belief that poor patient selection played a role.

Manufacturer narrative:
Additional infomation added in b5, e1. Investigation: sw965 / 400309017, activ l pe-inlay 8.5mm, 52145793, 20.06.2015; sw970k / 400309018, activ l inf.plate size s 0°/spikes, 52143810, 28.07.2015; sw971k / 400309019, activ l sup.plate size s 6°/spikes, 52046350, 19.01.2015. Additional involved components being reported on medwatch: 3005673311-2016-00136; 3005673311-2016-00137. No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion: the root cause for the problem is most probably ussage or patient related. Rationale: the implant system itself was according to the specification a material defect or manufacturing error can be excluded. The surgeon noted that it was most likely no product failure. No CAPA is necessary.

Event description:
Seven month post operative revision of activl artificial disc due to progressive migration of the implant. Additional involved components being reported on medwatch.

Manufacturer narrative:
Additional information: implants were sent to a third party for evaluation, which was then received by the manufacturer. Investigation: no products at hand; forwarded to exponent. Batch history review: the manufacturing documents have been checked and found to be according to specifcations valid during the time of production. Explanation and rationale: the exponent- investigation of the explants shows no hints for a deviation of the implants from their specification. Because there are no products, no x- rays and only minor information available, a definitive root cause analysis is not possible. Because the device history record is without any deviation, a material defect or manufacturing failure can be excluded. Following causes are possible: - wrong system configuration selected by the user - wrong implant size chosen by the user - end plate formed too strong by the user - design layout unsuitable - inadequate patient behaviour conclusion and preventive actions: the investigation performed by exponent noted no dimensional deviation of the implants. A further investigation without the products is not possible. Based upon the investigation results, a CAPA is not necessary.

Event description:
(B)(4). Associated medwatch-reports: sw965 3005673311-2016-00135 ((B)(6). ) sw970k 3005673311-2016-00136 ((B)(6). ) sw971k 3005673311-2016-00137 ((B)(6). ).